Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a drug eluting stenting treatment procedure, a vessel dissection occurred. The vascular access was through a radial approach. The 75% stenosed target lesion was located in the right coronary artery (rca). A jr4 runway guide catheter was advanced, but would not engage well and at one point was felt to dive deep into the vessel resulting in a spiral dissection down the entire rca to the bifurcation. The guide catheter was exchanged for another non-bsc multi-purpose guide catheter and an attempt was made to advance a promus 2.75x12mm stent to cover the dissection. The stent would not cross the lesion. The patient was emergently taken to surgery. No further patient complications were reported and the patient status is reported as ok.